Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 3.1 on main cabinet failed but not on recovery screen. A field service engineer observed that all the items within this drawer were inaccessible due to failed storage space. On inspection found a damaged pyxibus cable. The engineer replaced the cable, drawer controller board and module board but it was not resolved the issue. Then, replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer had failed, preventing users from accessing medication for a patient. The customer stated that the malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.